Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. No issues were noted during preparation of the sheath. Following removal of the dilator and upon insertion of a catheter into the sheath, the sheath was aspirated. During aspiration of the sheath, air bubbles were seen in the side port of the sheath, filling up the aspiration syringe. The physician believes this event may be related to a sheath valve issue. The sheath was removed and tested on a table outside of the patient, and the valve appeared fine. The sheath was replaced, and the procedure was completed successfully. No patient complications occurred. The sheath is not expected to return for analysis as it was retained by the customer.